Event description:
Painful allergic reaction of the lips and mouth from voco profluoride treatment at dentist. Within seconds of the dental assistant brushing it on, lips burned like they were on fire increasingly and I had her stop putting it on. Lips and mouth turned bright red with flushing and puffiness of face. Around my mouth and corners turned red and were very painfully searing and needed benadryl and hydrocortisone cream to calm it down. The voco company said it was probably the colophony in it. This was at the dentist office. They have the box.